Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with the anvil closed and with release button detached broken. The device was received with an ecr45g cartridge reload. The reload was received fully fired. No functional test was performed due the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a vascular lung resection procedure, the jaw was locked and would not open to release lung tissue. The blade would not retract. The jaws of the device were eventually opened to remove the device. Another device was used to complete the procedure. There was no damage to the tissue or consequence to the patient.